Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the fiber cap remains intact and attached and exhibited a drilled through condition; there was no evidence of fiber body breakage; the bevel section melted and exhibited burnt glue; the glass cap exhibited moderate burnt on detritus; the glass cap exhibited severe devitrification; there was some white unknown substance noted inside the fiber cap tip; the heat shrink tube exhibited signs of melting at the open end. Based on the analysis results, the potential for forward firing may exist probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber.

Event description:
It was reported that during a prostate procedure the physician observed a "sudden flash, fiber breakage and no aiming beam seen." Additional information provided indicates that the fiber was in active mode while being used for vaporization and hit a stone causing the energy to reflect and shatter the fiber. The procedure was completed with a "new" fiber. "No adverse outcome for patient" reported. Time expended 5:18 minutes. Gland volume 40 ml.